Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
It was reported that in situ measurements showed 5 electrode channels with status hi. In (B)(6) 2014, the number of electrode channels with status hi increased to 9. There is no report of an accident or trauma.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that in situ measurements showed 5 electrode channels with status hi. An accident or trauma is not known.